Event description:
It was reported implant at tooth site # 46 fractured at the collar while the crown was placed. Implant was completely removed, graft was performed and a new implant will be placed after 6 months. Pain was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvb10 (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use. Bone debris observed on its external threads. Removal tool stuck to the device. Implant fracture identified at the collar. DHR review was completed for the subject lot number 1255127. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255127 for similar events and one other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The implant was fractured at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.